Event description:
It was reported that customer experienced multiple occlusion alarms. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer managed high blood glucose by giving correction insulin injections using pens. Customer resolved each event by changing infusion set and cartridge and resuming insulin, was advised by technical support to call while issue was occurring so likely causes could be identified and prevented, acknowledged this guidance.